Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of protonix (pantoprazole) was confirmed through a review of the device logs and was determined to be due to a use error. The facility reported an infusion rate of 10ml/h (8mg/h); however, the log review confirmed that the suspect device was programmed at a rate of 180ml/h and was allowed to infuse for 31 minutes. The suspect pump module (s/n (B)(6)) and the incident administration sets were not returned for this investigation; therefore, testing could not be performed on them. The facility provided an event date of (B)(6) 2025; the time of the reported event was at 0147 (1:47 am). The pcu event log showed that on (B)(6) 2025, at 11:08 pm, the suspect pcu was powered on. The user selected ¿no¿ to the new patient. The profile in use was identified as ¿adult¿. The suspect pump module was attached on (B)(6) 2025, at 1:20 am, and was assigned to channel c. A ceftriaxone 2000mg/100ml (drugid 231) infusion was confirmed to have been programmed on (B)(6) 2025 at 1:41 am on concomitant pump module s/n (B)(6), as reported by the facility. At 1:46 am, the suspect pump module received a remote IV and a guardrails external primary infusion was programmed with the following parameters: drugid = 608 (unknown drug), rate = 25ml/h, volume to be infused (vtbi) = 25ml for an expected duration of 1 hour. The infusion was started. Primary volume infused (pvi) = 0 ml, secondary volume infused (svi) = 0 ml. At 1:47 am, two remote IV requests were received but were marked as invalid. At 1:48 am, the suspect pump module was selected, and a guardrails drugs secondary infusion was manually programmed with the following parameters: drugid = 674 pantoprazole (80mg in 100ml), rate = 180ml/h, vtbi = 90ml for an expected duration of 30 minutes. The infusion was started. Pvi = 0.82ml, svi = 0ml. At 2:20 am, the secondary infusion was completed. Pvi = 0.82ml, svi = 90.017ml. The primary infusion resumed. At 3:16 am, an occluded patient side alarm was displayed. Pvi = 24.194ml, svi = 90.017ml. At 3:27 am, the pump module was restarted. At 3:29 am, the primary infusion was completed. Pvi = 25.005ml, svi = 90.017ml. A keep vein open (kvo) infusion was started at the rate of 10ml/h. At 3:32 am, the unit was channeled off and the system was powered off. Pvi = 25.445ml, svi = 90.017ml. The total primary volume infused recorded during the last infusion was calculated to be 25.445ml, and the total secondary volume infused was calculated to be 90.017ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v9.33), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of protonix (pantoprazole) is being attributed due to a user error. The facility reported an infusion rate of 10ml/h (8mg/h); however, the log review confirmed that a secondary infusion was programmed on the suspect device with a duration of 30 minutes and a volume to be infused (vtbi) of 90ml, resulting in a rate of 180ml/h. The infusion was allowed to run for 31 minutes. Note that this report lists imdrf annex a040502, c0601, d0302, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of protonix. Protonix was a routine order to infuse at 32mg in 4 hours; however, 160mg infused in 4 hours. The total volume to be infused was 100ml. Ceftriaxone 20000mg in ns 100ml was also infusing at the time of the event. The medication was programmed into epic and sent via pump integration. There was patient involvement, but no harm. Additional information provided: the customer states, "with further investigation this seems to be a programming error from a new nurse. Education will be provided to the nurse."

Event description:
It was reported an over infusion of protonix. Protonix was a routine order to infuse at 32mg in 4 hours; however, 160mg infused in 4 hours. The total volume to be infused was 100ml. Ceftriaxone 20000mg in ns 100ml was also infusing at the time of the event. The medication was programmed into epic and sent via pump integration. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.